Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, simultaneous bone augmentation, bone resorption, peri-implantitis. Dentist wanted to take impression - during contrast x-ray peri-implant bone loss detected - peri-implantitis 1/3 - 1/2 implant length.